Manufacturer narrative:
Initially the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a charge circuit timeout.

Event description:
It was reported that the device triggered an alert for the charge circuit being inactive due to end of service (eos). The battery voltage was noted to be 2.64 volts, which is above the battery voltage that triggers elective replacement. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device found high internal battery resistance. Offsite analysis confirmed the reported charge timeout using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery or an external supply. The results were consistent with the device battery causing longer charge times and the charge timeout. Based on the destructive analysis results, no internal short occurred in the battery. There was localized li discharge along the edges and complete li severing that lead to isolation of anode segment 8 and nearly complete li severing in segments 3, 6 and 7 anode severing resulted in a reduced li anode surface area and causes an increased battery resistance. Review of the save to disk data showed the device logged multiple charge circuit timeouts (ctos) resulting in the charge circuit being deactivated and the device reaching end of service (eos). The ctos and premature eos resulted from increased battery resistance induced by li-severing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.